Event description:
It was reported that pump displayed repeated malfunction alarm with code 12 and related fault ID, with no notable events occurring beforehand and multiple prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer used insulin pen as backup insulin delivery, and technical support arranged for replacement pump under warranty.